Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was placed and a blue bullseye was achieved during the case. At the time of placement with the vps, the blood flow looked good as well as the sound, but the p-wave looked a little inverted. A blue bullseye was still obtained. The catheter was not sutured into place as they use a statlock. A chest x-ray was taken a few hours later because the pt was in the ICU. The catheter was seen 5cm deep into the right atrium. They pulled back the catheter until the tip was at the correct location.